Manufacturer narrative:
(B)(4); device was not returned for evaluation. Multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a gall bladder procedure, there were malformed clips, scissored. Another like device was used to complete the procedure. There were no adverse consequences for the patient.